Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling multiple cartridges with 300 units of insulin. Reportedly, the customer was ultimately able to load a new cartridge to resolve the issue. Additionally, it was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue and customer continued to use the pump for insulin therapy. There was no impact to the customer's blood glucose level.